Event description:
Customer obtained a result of hi (>600 mg/dl) on accu-chek inform system 1 in comparison to 231 mg/dl on accu-chek inform system 2 within 10 minutes. Patient was treated based on 231 mg/dl result but the treatment was not provided. No adverse event reported. New system sent to customer and return requested.

Manufacturer narrative:
This medwatch is for suspect device accu-chek inform system 1. Reference medwatch with (B)(4) for suspect device accu-chek inform system 2.